Manufacturer narrative:
The manufacturer has been contacted. Rwmic considers this MDR open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Event description:
It was reported to richard wolf: "(B)(6) called (B)(6) , the local rep, during the procedure. When the footswitch for the powerdrive art1 was activated, the controller displayed a "footpedal defective" error message. The rep asked them to disconnect and re-connect the footswitch, and the message was no longer displayed. When they started the procedure, the handpiece wasn't rotating the burr. They disconnected the cable from the handpiece and generator, and re-connected. The handpiece still would not rotate the burr. Then the rep called me to conference with the operating room, and that's when the physician stopped the case. He had made an incision, stopped the case, closed the incision, and will re-schedule. (B)(6) , the local sales rep went to the account and determined that the (2) 89955.0000 m4 motor handpieces and the 8564.851 connecting cable were functioning properly, and will not be returned to us for evaluation." Will the device be returned? Yes. Was the device being used on a patient when the reporting issue occurred? Yes. Was there any injury or illness to the patient due to the reported issue? No. Was there any injury or illness to any other personnel due to the reported issue? No. Did the issue cause a delay in the procedure being performed? Yes. Did the delay put the patient at risk? Yes. Was there a similar back-up device available for use? No. Was the scheduled procedure completed? Yes.

Event description:
Rwmic reference complaint no. (B)(4). The purpose of this submission is to report the results of the device investigation and corrected informations. Rwmic MDR awareness date: 02-feb-2022.

Manufacturer narrative:
Follow-up report #2 is to provide FDA with the results of the device investigation. According to rwmic investigation report device evaluation, form 5020 (11): (07/11/2022) device was returned but by-passed the complaint process. Complaint investigation is based on the assessment of the available information from the evaluation and repair performed under service order (B)(4). According to repair documentation, the device was tested visually and functionally. The reported condition was not confirmed and the device did meet specifications. The evaluation found the device function tested normal per specifications and requirements. Maintenance was completed on device. Richard wolf medical instruments corporation (rwmic) considers this MDR closed. Rwmic will submit an additional report if new information becomes available.

Manufacturer narrative:
Follow-up report #1 is to provide FDA with missing information, new information, and changed information. New information: the following fields have new information: section a (patient metrics), b5 additional information about procedure.

Event description:
We received new information from the user facility about the patient and the procedure. See section a for patient information. Other information received: 1. Outcome attributed to adverse event: procedure stopped, incomplete 2. Purpose for procedure: treatment. 3. What was the procedure: knee arthroscopy. 4. Device serviced/repaired by a third party: no. 5. Operator of device: surgeon and surgical tech.